Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. The reporter stated that he is receiving a call service alarm 088-85b3 and that there were no alarms heard. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013. Device evaluation:the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: during investigation, the pump powered on and the audio and vibration function both responded properly. The issue of intermittent sound was not duplicated during the investigation.